Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # a9e90a. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with the obturator inserted through the universal seal and the packaging opened with no apparent damage. The device was visually inspected and no damaged found on the sleeve. Upon evaluation of the device had the universal seal latch onto the sleeve assembly. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device was returned without any damaged. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy surgery, sleeve fell off after opening the packing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.